Manufacturer narrative:
Reference mdrs 9612296-2017-00038 & 9612296-2017-00039 respectively for instrument evaluation. The bc identifier for this report cf170926-190.

Event description:
On the (B)(6) 2017 the customer reported 3 (three) patients had a change in treatment due to events that occurred on the (B)(6) 2017 & (B)(6) 2017 with mdrs 9612296-2017-00038 & 9612296-2017-00039 respectively. The customer did not provide information on the concentration value of the creatinine result. It is unknown what date the creatinine result was generated on. No patient demographics were provided. Patient number 3 (three) organ anti-rejection medication was modified; prograf medication for a new organ was modified and then returned to baseline. There were no report of death or serious injury as a consequence of this change to patient treatment refer to MDR 9612296-2017-00038 follow-up 1 & MDR 9612296-2017-00039 follow-up 1 for the other 2 (two) patients.